Event description:
It was reported that the insulin pump was accidently dropped. Afterwards, the display on the insulin pump went blank. The reported blood glucose reading was 153 mg/dl. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
This display was blank due to a broken capacitor on the interface board.